Manufacturer narrative:
No additional information is available. Once any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this device was undergoing emergency medical assistance when it was noted that this device was possibly not working properly. No other adverse patient effects were reported. The specific details of the malfunction were not provided as well as the serial number for this device is currently unknown.